Event description:
Caller states that the patient tested 1.8 inr on strip lot 395a and 2.4 inr on strip lot 400a during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.